Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The nurse reported that all of the infusion set were kinked, cannula was bent and the insulin pump had a no delivery alarm. The customer's blood glucose was 312 mg/dl at the time of the incident. The nurse stated that the customer was given insulin drips and fluids. The nurse stated that the customer was feeling weak and sick. The customer's blood glucose was 81 mg/dl at the time of call. The time of the hospitalization was 1pm and the date of the hospitalization was (B)(6) 2016. The nurse declined to troubleshoot. The insulin pump will not be returned for analysis.